Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was used on the patient's chest area. Upon removing the device from a trocar, the device jaws caught on the trocar, and the jaws broke. The broken piece was removed from the cavity successfully. New device was opened but the jaws broke again upon removing from the trocar. New device was opened again to continue. No other interventions were made. No patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. The CAPA is to address the robustness of jaw a. If information is provided in the future, a supplemental report will be issued.